Event description:
It was reported by the rep that (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the device came in a vdc32 kit. It was reported that the clips were not forming properly and the case was completed with a second device. There was no pt consequence.